Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced suddenly experienced a seizure and fell. His mom noticed and quickly called the ambulance. No treatment was done prior calling the emergencies. The seizure stopped before the paramedics arrived but the patient seemed confused and disoriented. When the paramedics arrived, they checked his vitals and immediately transported him to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 1000 mg/dl. The patient would have experienced diabetic ketoacidosis. It was unknown what the cgm reading was at that moment, but the reporter suspects it would have been inaccurate during the event, as no alert sounded. The patient was treated with insulin via injection and was admitted to the intensive care unit (ICU). The patient was transferred from the ICU to a general room after 2 days, and was discharged after 7 days. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.